Event description:
Caller reported compact plus system blood glucose result of 498 mg/dl, took 3 units of humulin right away, retest results on the same system within 10 minutes were 88 mg/dl and 236 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.